Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient was found disconnected from the left ventricular assist device (lvad) was not able to be confirmed through this evaluation as no log files were submitted for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 left ventricular assist system patient handbook, rev. C, are currently available. The IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Both documents contain a section entitled, ¿alarms and troubleshooting,¿ that addressed how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Section 8 of the patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found by family disconnected from the lvad. The patient was subsequently brought to the emergency department and was admitted for comfort measures. Vad support was withdrawn and the patient expired on (B)(6) 2021. The death was not considered to be device related. The device operated as expected.